Manufacturer narrative:
A lot history review (lhr) of rexl0725 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that a powerglide was inserted, then catheter was pushed within patient and during the last step when powerglide was pulled, the guide wire unraveled and looked like a string coming out of the catheter and catheter plug.